Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed: leaking under the metal plate on the paddle side. In addition, new damages/defects were observed: scratches on the lens of the charged coupled device (ccd), dust and rust inside the ccd, cracks on both sides of the connector, and a crack on the bottom of the camera head located under the serial plate. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most likely cause is traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history review of the current product was conducted, and no problems were found. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during reprocessing the camera head had leaking under the metal plate on the paddle side. There were no reports of patient involvement.